Event description:
It was reported that the pt was implanted an unk znn trauma implant on the left side on (B)(6) 2013. Currently, the pt is being monitored to pain. It was stated "the pt is experiencing pain and has the feeling like the implant is out of the bone'.

Manufacturer narrative:
The MFR did not receive devices for review as the pt has not been revised. X-ray and other source documents (implantation report) were received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that charges this assessment, an amended medical device report will be submitted. (B)(4).